Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer experienced high blood glucose levels, as their continuous glucose monitor displayed "high" during both instances, but the specific value was unknown. To address the high blood glucose levels, the customer administered correction boluses via the pump. Reportedly, the customer continued to use the pump for insulin therapy.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer experienced high blood glucose levels, as their continuous glucose monitor displayed "high" during both instances, but the specific value was unknown. To address the high blood glucose levels, the customer administered correction boluses via the pump and resolved the occlusion issue by changing the infusion set and cartridge before resuming insulin delivery.